Event description:
The patient underwent an aortic stent grafting. A type 2 endoleak was discovered on serial CT scanning of the aneurysm arising from retrograde flow through the inferior mesenteric artery. This was successfully embolized nine months ago using a combination of metallic coils and glue. The patient recently underwent a duplex doppler examination of the abdominal aorta which was reported to demonstrate endoleak again. The patient was then asked to have a CT angiogram of the abdomen and pelvis for definite evaluation, which was performed 4 months ago. The pt returned again to formulate a plan for this persistent leak. The decision was made to re-operate and replace the graft. The patient is currently on multiple medications including metoprolol, alprazolam, hydrocodone, tricor, and moexipril.the endograft was removed for persistent leaks and sac bulging. Staff believes the device to be defective. Manufacturer is gore, and model number is not able to be determined at this time.